Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
H2: see a1, b5 and h6(patient code).

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked right plunger case and some contamination on outside of plunger head. Event history log review was performed and found no evidence of reported problem. Visual inspection, power up process and checked syringe plunger sensor testing were performed. According to the investigation, check syringe plunger sensor error was found at power up. The customer's reported problem was confirmed. Further investigation found the pump plunger flippers uneven and sticking and syringe plunger sensor true/false values do not change in unison. According to the investigation, contamination found on the plunger flippers was the cause of the reported issue and this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "check syringe plunger sensor" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.